Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion or morphine for pain. In may 1999, the hcp determined that the pump had stopped functioning. An x-ray rotor study as well as a catheter contrast study were performed. The results of both tests were normal. The pt underwent explantation of the pump in 1999. It has not been returned to the MFR for analysis.